Event description:
It was reported that the patient underwent surgical intervention wherein both 4-contact peripheral leads were explanted and replaced with a single 8-contact peripheral lead to address the issue.

Manufacturer narrative:
A patient experienced pain at the strain relief loop site on one of their quattrode leads was reported to abbott. As a result, the patient's peripheral leads were explanted and replaced with a single 8-contact peripheral lead to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2021-01230. It was reported that the patient is experiencing pain at the strain relief loop site on one of their quattrode leads. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.